Event description:
According to the reporter: the plastic sheath broke but no piece fell into the pt abdomen. Another device was applied and there was no report of pt injury. Procedure: gastric bypass.

Manufacturer narrative:
Initial report submitted: march 7, 2008.